Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was unknown. Customer advised the leak may have occurred while trying to fill the reservoir from the insulin vial. Troubleshooting for the reservoir leak was performed. Customer advised every 3 out of 4 reservoirs out of the box would get wet when they were placed upright. Customer was unable to send the reservoirs back for analysis due to discarding them. Customer was advised to hold onto the reservoirs in the future in order to send them back for analysis.